Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the unit tested on an in-house system, it passed normal mode. Remote fe logged errors 23068 on degrees of freedom (dof) 5 repeatedly. When the carriage assembly was inspected, haze/debris was found an all rotor mirrors. Debris was found on instrument sterile adapter (isa) windows 5, 6, 7, 9. The hall sensor flat flex cable (ffc) was fully connected. The unit went through more testing on patient side cart (psc) fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva) characterization, sensors check, brake release, brake hold, sine cycle, carriage strength, carriage sensors check, but failed carriage friction low on dof 5. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the site experienced recoverable faults that would not recover. The customer informed the technical service engineer (tse) they had restarted with no change. The tse had the customer perform a hard restart of the patient side cart (psc) with no change. The customer continued with the case with 3 universal surgical manipulators (usms). The tse reviewed the logs and found error 23087 pointing to the usm 2, axis 4. The procedure was completed as planned with no reported injury.